Event description:
The cadd legacy pca pumps are hosp's primary acute pain mgmt pumps in house. Rptr has a total of 18 pumps of in house use with pts requiring acute pain mgmt with controlled opioids/narcotics. Hosp tracked that the pumps were under dosing pts frequently due to the syringes that were placed in the pump. The deltec co that markets this pump is aware of this problem and even puts a warning in their package inserts with the tubing that is connected to the pumps. The warning states, "use of a syringe with the cadd administration set may result in under-delivery of medication. Syringe function can be adversely affected by variations in plunger dimension and lubricity, which can result in greater force required to move the syringe plunger. A syringe plunger will lose lubrication as it ages and, as a result, the amount of under-delivery will increase which could on occasion be significant. Therefore, the type of medication and delivery accuracy required must be considered when using, a syringe with the cadd pump. Clinicians must regularly compare the volume remaining in the syringe to pump's displayed values such as res vol and given in order to determine whether under-delivery of medication is occurring and if necessary, take appropriate action." This is disturbing in that a co such as deltec can market a pump to be multifaceted and take bags, cassettes, and syringes knowing that this pump will under deliver controlled substances if syringes are used. This is ethically incorrect in the field of nursing and medical mgmt. Two professions manage pts on this analgesic pump. Pts who are under dosed with opioids can suffer serious physical and psychological outcomes due to insufficient analgesia. Not to mention nurses and drs are held to such a strict standard of opioid accountability. Now an infusion device is causing difficulties in recording how much opioid a pt has actually received and what is being accounted for. The bottom line is when a syringe is used with this device the amount that the pump display shows as given in fact is not accurate. In hosp log showed anywhere from a 2ml-26ml under dosing which is very significant when it comes to opioids/narcotics. This margin of error is too high. Another important point is that the pump is marketed to be pt controlled. The fact that there is under-delivery of opioids dose not make the pump a pt controlled pump anymore. The healthcare providers should beware and the co should not even offer the syringe option. Many hosp do rely on prepackaged syringes that are affordable, readily available, and have a long shelf life. Therefore, the fact that syringe use is not more agressively discouraged by the deltec co is concerning. Putting a warning in the literature is not sufficient to warn the healthcare provider. No other medical institution should have to discover this info the hard way, as did hosp.